Event description:
It was reported that the device exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. A longevity calculation was found to be outside of the expected limits. All functional measurements and battery current drain meas- urements were normal. The battery was returned to the vendor for destructive analysis. No battery anomalies were found. The cause of the battery depletion was not determined.